Event description:
Pt's spouse reported that pt started using oxygen on (B)(6) 2022. She also noted there was an issue with one of the cassettes the other day. She mixed a new cassette and resumed infusion. Spouse did not have lot or expiration information. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. All known information is contained on this form. If any additional information is received it will be provided on a separate report product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Pt had backups; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.